Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was requested by the physician due to an "ineffective ipg" since 2012. There is no further info regarding the device. Follow-up identified that procedure was scheduled; however, it was cancelled.